Event description:
The customer returned an explanted broken exeter stem to stryker, under a previously reported event. Upon checking the records, it was discovered that this returned stem did not match the device details as described in the event it was returned for and it was determined that no other event has been raised for the lot on this stem. On (B)(6) 2014, the customer confirmed that a new event should be raised for this stem and the customer will research the medical records to identify the event and patient which corresponds with this stem. No date of event was provided by the customer on intake and an approximate date of event is given as (B)(6) 2015 until the customer provides full details.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding crack/fracture involving an exeter stem was reported. The event was confirmed. Method & results: device evaluation and results: a visual inspection was performed as part of the material analysis report (mar). The parts were examined with the aid of a stereo microscope at magnifications up to 50x. Images show an overview of the fracture surface of the proximal and distal side of the fracture, respectively. The distal side exhibited complete post-fracture abrasion. Material analysis concluded that the exeter stem broke in fatigue. No information could be learned of the fracture origin due to post-fracture abrasion. Metallographic examination indicated no metallurgical anomalies. The base material was (B)(4) consistent with an astm f1586 and/or iso 5832-9 stainless steel alloy. Medical records received and evaluation: insufficient information was received for review with a clinical consultant. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported lot. Conclusions: the investigation concluded that the exeter stem fractured in fatigue through the neck with the origin on the proximal side of the device. However, no material or manufacturing defects were observed on the part features examined. Further information such as operative reports, xrays, patient history & follow-up notes are needed to investigate this event further. No further investigation for this event is possible at this time. If additional information becomes available, this investigation will be reopened.

Event description:
The customer returned an explanted broken exeter stem to stryker, under a previously reported event. Upon checking the records, it was discovered that this returned stem did not match the device details as described in the event it was returned for and it was determined that no other event has been raised for the lot on this stem. On june 8, 2014, the customer confirmed that a new event should be raised for this stem and the customer will research the medical records to identify the event and patient which corresponds with this stem. No date of event was provided by the customer on intake and an approximate date of event is given as (B)(6) 2015 until the customer provides full details.